Manufacturer narrative:
(B)(4). D10: 42502006801 - femur cemented cruciate retaining (cr) narrow left size 10 - 65175157, 42532007101 - tibia cemented 5 degree stemmed left size e - 65283772, 42540200032 - all-poly patella cemented 32 mm diameter - 65452162, unknown - unknown bone cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 3 years post-op, the patient reported experiencing left knee pain, swelling, stiffness, and some fluid accumulation. No treatment or intervention has been reported. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was experiencing bilateral knee pain, with a significant right knee effusion previously aspirated and treated with steroids resulting in symptom relief. Range of motion was limited in both flexion and extension. At the follow-up visit, x-rays showed stable components with appropriate sizing, positioning, and alignment, and no evidence of loosening or lucency. The patient continued to report bilateral knee pain, right greater than left, though the left knee was functioning better. The patient also reported experiencing stiffness and some fluid accumulation in the left knee, with no aspirations performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.